Manufacturer narrative:
Service was dispatched to replace the cpu assembly and also to check that all fasteners were properly tightened and all components were correctly aligned. Results to reported to complaint handling unit on service report. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
A user reported she was using a cell phone from her chair, and after that, the right side wheel went dead while going forward. User reported she pushed the wheels in the forward direction and the device accelerated backwards and in a circle. No injury was reported as a result of this event, however, if this event were to recur near a curb or stairs and resulted in a fall, there is a potential to cause serious injury to the user.